Manufacturer narrative:
Follow-up # 1 date of submission 10/22/2013-device evaluation: the pump has been returned and evaluated by product analysis on 10/10/2013 with the following findings:during evaluation, the pump powered on with a dim and discolored display screen. A test screen was installed and displayed normally. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the display screen was dim and difficult to read in the sunlight. This complaint is being reported because, at the time of the contact, the report of the dim display issue remained unresolved. No further information was available concerning this issue. There was no report of an adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.